Manufacturer narrative:
The correction of d4 catalog #, version of model # and serial # deems required. This is based on the internal evaluation. Previous d4 catalog # and version of model #: ard567201361; corrected d4 catalog # and version of model #: ard567201361/ard568350904; previous d4 serial #: (B)(6); corrected d4 serial #: (B)(6). Getinge became aware of an issue with one of our surgical lights ¿ hled 500. According to photographic evidence, corrosion has built up on the suspension arm, paint was peeling from fork, spring arm and suspension arm, label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as above described malfunctions could lead to particles falling off into sterile field or during procedure and consequently may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since rust occurred, paint was peeling and the label was chipping off, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on hled and powerled surgical lights, there is one event which led to the serious injury. For the issues of rust occurrence and missing label there are no events which led to a serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint peeling and rust occurrence is moderate and for torn or missing label is low. A technical evaluation was performed by subject matter experts at the manufacturing site, and documented under factory investigation reports (B)(4). It has been stated that maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). Based on information provided by subject matter expert there are recommendations to avoid similar defects: to prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced (IFU 01601 en rev.9, page 38). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages (IFU 01601 en rev.9, pages 25-27). As also stated, the described event is clearly due to the cleaning the product. Neverless, the deterioration of the paint is far advanced and must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Additionally, the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environnemental condition for use, the relative humidity must be between 20% and 75% (IFU 01601 en rev.9, page 10). To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (IFU 01601 en rev.9, page 38, 39). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used (IFU 01601 en rev.9, page 34). The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning (IFU 01601 en rev.9, page 34). To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device (IFU 01601 en rev.9, page 39). The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. The label peeling off is probably due to excessive friction during cleaning or inappropriate cleaning products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. According to photographic evidence, corrosion has built up on the suspension arm, paint was peeling from fork, spring arm and suspension arm, label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.